Manufacturer narrative:
On (B)(4) 2013, mss spoke with the lay user/patient and was provided the following information: on (B)(6) 2013 at 5:30 p. M., the patient stated, she developed symptoms of ¿warm, dizzy, and nausea¿. The patients reported symptoms do not meet lfs criteria of a serious injury therefore this complaint is being ruled-out as a reportable event. There is no indication that the subject meter caused or contributed to a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (2/5/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter read inaccurately compared to her feelings and or normal result. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began on (B)(6) 2013 between ¿5-6.¿ at an unspecified date/time, the patient stated she obtained a blood glucose result of ¿93 mg/dl¿ with the subject meter. It is not known what medications, if any, the patient takes to manage her diabetes. The patient stated she continued with her usual diabetes management routine in response to the alleged inaccurate result(s). At the same time the alleged issue occurred, the patient claimed she developed symptoms of ¿shaky and woozy.¿ the patient stated she self treated with food and/or drink. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any test strips at the time to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.